Event description:
It was reported that the forceps broke at the joint after one use. There was no patient impact reported.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The product has not been returned. Method - no testing methods performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.